Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was crushed and abraded due to clavicular crush at 21.3 cm to 22.4 cm from the connector pin. The insulation was abraded at 20.5 cm to 20.7 cm from the connector pin due to friction with another implantable device.